Event description:
It was reported that the sponge and the iodine were out of the minicap before use. The minicap was not used on the patient so there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date is unknown. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not returned, but a picture of the sample was provided for evaluation. The reported issue was confirmed through the visual inspection of the photo sample. The assembly process was reviewed and there was nothing found that was attributable to the manufacturing process being the cause. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.